Event description:
A customer called beckman coulter regarding a falsely low bhcg result on a pt. In 2/2004, the customer tested a pt serum sample for bhcg. The bhcg result was 1 miu/ml. The pt sample was retested for bhcg and the result was 1 miu/ml. The physician suspected that the pt had an ectopic pregnancy and questioned the bhcg result of 1 miu/ml. A new sample was collected from the pt and tested for bhcg. The bhcg result was 110 miu/ml. The lab retested the original sample qualitatively for bhcg and the result was positive. There has been no change to pt treatment that can be attributed to this event.